Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Additionally, healthcare professional reported right side capsular contracture, baker grade I, and implant was "folded over". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, crease flat, observed void on valve side in the part on non-textured side (because of this reason it was not assessed as a defect), and wear abrasion. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified a sharp opening in the valve bond edge. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp opening on valve bond edge due to an unidentified (tear) opening.

Event description:
Healthcare professional reported right side deflation. Additionally, healthcare professional reported right side capsular contracture, baker grade I, and implant was "folded over". Device has been explanted.